Event description:
It was reported that the pump was replaced prophylactically to avoid invivo battery depletion. Drugs delivered was compounded baclofen 2000mcg/ml at a daily dose of 924 mcg. The device was received and analysed.

Manufacturer narrative:
Catheter: model: 8731sc, (B)(4), implanted on: (B)(6) 2005, explanted on: unk. Final analysis of the device revealed a high battery resistance.